Manufacturer narrative:
H3 other text : third-party field service engineer.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. In addition of the above evaluation, the device's filter with tube and pollen filter were replaced and the technician performed verification test, which was not related to the malfunction/issue.